Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during clip placement the sheath comes off and the clip itself is not released the event was repeated both the day before and on friday out of 5 total clip-layers. The issue occurred during an unspecified procedure. There was no report of patient harm. Report 4 of 5.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in MFR# 9614641-2025-01562 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.